Event description:
It was reported that during a previous load sequence, caller did not see insulin drops at end of tubing during fill tubing step. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing cartridge only and successfully resumed insulin.